Event description:
AED deployed, subject was not resuscitated. (B)(4).

Manufacturer narrative:
Subsequent review of complaint (9/16/10) indicated outcome noted. Internal device memory reviewed. Results: ECG analysis indicates that presenting rhythm was not shockable. Conclusions: report submitted, as it cannot be conclusively stated that device did not contribute to outcome.